Manufacturer narrative:
The t:slim x2 with control-iq  user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently pressed the "load" button on the pump. Subsequently, the load fill tubing sequence began while the customer was connected at the infusion set site, and 10 units of insulin was delivered. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. Additionally, it was reported that the pump delivered more insulin than intended. Customer's blood glucose was 55 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy and declined further troubleshooting with tandem technical support.

Manufacturer narrative:
H6 health effect- clinical code, h6 health effect- impact code.